Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/9/2025, a sales representative reported via email an issue with the ar-8981bctj-cp dx swivelock implant system. The knotless 4.75mm swivelock from the kit failed to hold tension on the tendon after the working stitch was passed through the knotless shuttling mechanism. The working stitch did not maintain tension and continued to slide. As a result, instead of completing a knotless repair, the sutures on the anchor were used to tie the tendon down to the bone, resulting in a knotted repair. This issue was discovered during a kidner procedure involving advancement of the posterior tibial tendon on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 6/2/2025: during the procedure, the implant remained securely inside the patient's bone, and no fragments were left inside the patient. The case experienced a fifteen-minute delay due to the malfunction; however, the procedure was successfully completed. No additional anesthesia was required beyond the original plan.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be misuse due to misaligned insertion or prying/leveraging the device during insertion.